Event description:
It was reported that during pt use, the device alert alarm occurred. The ventilator continued to function normally but the pt was transferred to a second ventilator. It is unk if the pt was manually ventilated during the transfer. No permanent pt injury occurred as a result of this event. No additional info was provided. This rental ventilator was returned to the importer for eval. During the investigation, a display board software compatibility error occurred. Examination of the display board found that the ICD cable required re-connection. The ventilator was repaired and returned to the hospital. Review of the device history record revealed no nonconformance issues. No further problems were reported.

Manufacturer narrative:
(B)(4).